Event description:
A report was received that the patient underwent an explant procedure due to an infection at the pocket site. The patient's symptoms were pus around the pocket site and fever. The patient was given oral antibiotics. The physician believed that the infection was not device or procedure related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description:artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.